Manufacturer narrative:
(B)(4). The product complaint form submitted indicates no patient injury.

Event description:
The customer alleges that five days after the catheter insertion, there was edema and a secretion around the insertion place. An exam was done using contrast and a liquid was detected in the subcutaneous tissue. The catheter broke in two pieces inside the subclavian vein. Intervention - it was necessary to substitute the catheter.

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer alleges that five days after the catheter insertion, there was edema and a secretion around the insertion place. An exam was done using contrast and a liquid was detected in the subcutaneous tissue. The catheter broke in two pieces inside the subclavian vein. Intervention - it was necessary to substitute the catheter.